Event description:
We received a report that during the implantation of a tecnis (B)(4) that the patient's posterior capsule was compromised and a vitrectomy was done. In follow up it was learned that the capsule was torn when the intraocular lens (iool) was already in the eye. The iol was removed without enlarging the incision and the vitrectomy was performed. When patient left the facility he was doing fine.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: in the initial MDR: expiration date and device manufacture date were switched in error. Corrected dates: expiration date: 01/10/2019, device manufacture date: 01/10/2015. The intraocular lens was returned to the manufacturing site for investigation. The zcb00 lens was visually inspected under microscope. Surface residuals (fiber/particles) were observed on the lens that could be related to the handling of the lens. The returned lens has a cut that could be related to the handling of the unit during the extraction/removal process. Lens was also observed with ovd residue which indicated that the unit was handled and prepare for surgical use. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted.